Event description:
Boston scientific received information that this right atrial (ra) passive fixation lead had dislodged. This lead was repositioned twice and ultimately explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, this lead will be analyzed. When additional information becomes available this investigation will be updated.